Event description:
Literature: okun ms, fernandez hh, wu ss, et al. Cognition and mood in parkinson's disease in subthalamic nucleus versus globus pallidus interna deep brain stimulation: the compare trial. Ann neurol, 2009; 65(5): 586-595. Summary: the study was a single-center, prospective, randomized, patient-and rater-blind, parallel-group trial that aimed to characterize and compare the effects of unilateral stn and unilateral gpi dbs on mood and cognitive function in patients with advanced pd. All patients were recruited, and some patients did not pass initial screening. A total patients were randomized to stn or gpi dbs. Forty-five patients completed the study. Reportable event: two cases of transient ischemic attack were reported. Symptoms occurred in both implant locations (stn and gpi). No patient treatment or outcome was reported.